Event description:
It was reported that the external pulse generator (epg) output was measuring 5.8 ma at 20 ma. At 10 ma, the output measured 2.6 ma. The caller was using a exempt 200 analyzer. Technical support (ts) notified the caller that the epg is over 5 years old and no longer serviced. Ts emailed the caller the 5 year service plan. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).